Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injections (1 milligram, route, frequency, and duration not reported), amikacin injections (150 milligram, started dose, (route, frequency, and duration not reported), reflin injections (500 milligram, route, frequency, and duration not reported), and fortum (500 milligram in each bag, route, frequency, and duration not reported) for the peritonitis event. It was not reported if the dianeal 2.5% ultrabag therapy was ongoing, but it was reported that the dianeal 1.5% ultrabag therapy was ongoing. It was not reported if the patient was recovering or had recovered from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.